Event description:
The pump and balloon were removed from the patient and replaced due to severe leakage-recurring incontinence. Information received on 11/7/96 indicates tissue atrophy beneath 4.5cm cuff.